Event description:
Primary lung cancer. Have been using my philips respironics CPAP machine. Received recall notice of device (oct/nov 2021). Started having a heavy feeling in my chest in (B)(6) 2020. Had CT of chest, pet scan of chest and then a lung biopsy on (B)(6) 2021. Diagnosed with adenocarcinoma consistent with primary lung cancer. Scheduled to have an entire lung lobe removed. I have stopped using my CPAP machine. FDA safety report ID # (B)(4).